Manufacturer narrative:
One 120403f catheter along with a attached terumo 1.0 ml syringe were returned for examination. Blood was observed from the balloon and windings. The reported event of the balloon ruptured was confirmed. The balloon was found to be ruptured and the spring tip was stretched. The ruptured edge did not appear to match up. Per the IFU "balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures." And "to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation volume and pull force for each size catheter." No visible damage was observed from both windings and catheter body. Visual examination was performed under microscope at 20x magnification and unaided eye. A review of the manufacturing records indicated that the product met specifications upon release. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that the balloon ruptured during use. The possibility of the balloon pieces remaining in the patient situ is unknown. There were no patient complications reported. Patient demographics were not able to be obtained. The actual occurrence date of this event is unknown.